Event description:
It was reported that an ilet pump failed to wake when the sleep/wake button was pressed and produced no haptic response, and a subsequent replacement unit would not hold a charge and vibrated while connected to power. Symptoms included no device responsiveness and repeated vibration while charging, without changes to blood glucose or clinical symptoms. Outcomes included temporary use of backup insulin therapy and replacement of the affected devices. Investigation included customer troubleshooting over the phone and replacement under complaint handling procedures. Investigation of this device was confirmed and revealed device malfunction related to the power control interface and charging behavior, consistent with a failure of the sleep/wake control and abnormal charging operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump¿s user interface and power/charging function of undetermined root cause.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."